Event description:
I purchased a shiatsu massaging cushion for use at home on my back. I set it up according to package directions and used the device for 15 minutes or one cycle. During the cycle, I experienced a great deal of discomfort in my middle back. It hurt so much that I had to stop using the product. That evening, my back hurt so much that I had to take tylenol in order to tolerate the pain, which I did not have prior to using the device. It was difficult to sleep and lay on my back or turn over. By the next morning, I felt as though my back had been bruised. All day I required tylenol just to function. This evening, I asked my daughter to look back because it was still so painful and sure enough, there are hematomas up both sides of my spine, everywhere the massaging mechanism touched me. I am going to return this device to the store where I purchased it tomorrow but I do not want others to experience the pain and discomfort that I experienced. I am very uncomfortable and have been since I used this horrible thing. The massaging action is too aggressive, causing pain and brusing rather than "melting away tension and fatigue" as the box claims.